Manufacturer narrative:
Concomitant medical products: 310c25, tissue valve, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, an upward threshold trend, increasing and high impedance and oversensing. The lead was reported to have fractured. The patient experienced syncope and fell which resulted in an eye laceration. The lead was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.